Manufacturer narrative:
Information anticitpated, but unavailabe at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were not staying on the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.